Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the diameter of upper proximal aortic neck is 25 mm and the aortic neck is 34 mm in length. It was reported that the angiogram at implant revealed a distal type I endoleak. The physician modelled the stent graft with a balloon and the distal type I endoleak was reduced; however, it was not completely resolved. The physician will continue to monitor the patient. There is no adverse event to the patient. The physician¿s stated the common iliac artery was short in length so that the device was implanted at distal side, but an endoleak occurred. Though ballooning was carried out, minor leak remained and the patient was decided to be monitored. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received for this case. It was reported that the distal type I endoleak self-resolved.

Manufacturer narrative:
(B)(4).